Event description:
Additional information was received that the noise on the right atrial (ra), shock and right ventricular (rv) channel continue. There was oversensing of the noise on the ra channel causing inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed potential causes of the noise and suggested bringing the patient in for evaluation. It was further discussed that the ra lead was 20 years old and the pacing percent on the atrial channel has increased to the mid 80 percent range. Ts discussed the noise appeared to be myopotential related and concern over lead integrity was discussed due to the age of the lead. The patient was brought in for evaluation where noise on the atrial and shock was able to be reproduced with isometrics. It was noted that in the clinic they did not see oversensing and the stored atr episodes are intermittent with pacing inhibition, but the patient an underlying rhythm. The ra lead impedance measurements appear stable. Ts discussed the possibility of a revision procedure. No adverse patient effects were reported. At this time the implantable cardioverter defibrillator (ICD) and ra lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the implantable cardioverter defibrillator (ICD) was explanted and the ra lead was surgically abandoned. The rv lead remains in service and a new ra lead was implanted with a new cardiac resynchronization therapy defibrillator (crt-d) device. No additional adverse patient effects were reported.

Event description:
Additional information was received that the noise on the right atrial (ra), shock and right ventricular (rv) channel continue. There was oversensing of the noise on the ra channel causing inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed potential causes of the noise and suggested bringing the patient in for evaluation. It was further discussed that the ra lead was 20 years old and the pacing percent on the atrial channel has increased to the mid 80 percent range. Ts discussed the noise appeared to be myopotential related and concern over lead integrity was discussed due to the age of the lead. The patient was brought in for evaluation where noise on the atrial and shock was able to be reproduced with isometrics. It was noted that in the clinic they did not see oversensing and the stored atr episodes are intermittent with pacing inhibition, but the patient an underlying rhythm. The ra lead impedance measurements appear stable. Ts discussed the possibility of a revision procedure. No adverse patient effects were reported. At this time the implantable cardioverter defibrillator (ICD) and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the shock and right atrial (ra) channel. The physician was concerned over a possible header issue. Boston scientific technical services (ts) was consulted and discussed further testing. At this time the physician has opted to continue to monitor the patient via the remote home monitoring system. At this time the implantable cardioverter defibrillator (ICD) and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the noise on the right atrial (ra), shock and right ventricular (rv) channel continue. There was oversensing of the noise on the ra channel causing inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and discussed potential causes of the noise and suggested bringing the patient in for evaluation. It was further discussed that the ra lead was 20 years old and the pacing percent on the atrial channel has increased to the mid 80 percent range. Ts discussed the noise appeared to be myopotential related and concern over lead integrity was discussed due to the age of the lead. The patient was brought in for evaluation where noise on the atrial and shock was able to be reproduced with isometrics. It was noted that in the clinic they did not see oversensing and the stored atr episodes are intermittent with pacing inhibition, but the patient an underlying rhythm. The ra lead impedance measurements appear stable. Ts discussed the possibility of a revision procedure. No adverse patient effects were reported. At this time the implantable cardioverter defibrillator (ICD) and ra lead remain in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the implantable cardioverter defibrillator (ICD) was explanted and the ra lead was surgically abandoned. The rv lead remains in service and a new ra lead was implanted with a new cardiac resynchronization therapy defibrillator (crt-d) device. No additional adverse patient effects were reported.